Event description:
The patient reported the lead was repositioned during brain surgery for seizures. Additional information was requested by medtronic from the health care professional regarding the reported event. The hcp reported the patient was implanted with a motor cortex stimulator in 2005. The patient has not been seen by the hcp since 2007.